Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical jam and knotted lock line issue was confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the lock line was due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During lock line removal, the lock line became stuck in the cds, with only one side of the lock line visible. A knot on the lock line was suspected. Troubleshooting was performed, and the clip was inverted and removed with the cds. After removal, the lock line was cut at the clip. One side of the lock line was removed from the cds, but the other side remained stuck. A new cds was used to complete the procedure. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.